Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: "rippling," "possible deflation," and "pain".

Event description:
Patient reported right side "rippling," "possible deflations," and "pain." Patient additionally reported "copd," "shortness of breath," and "fatigue"; these events are not related to the device. Device remains implanted.